Manufacturer narrative:
Item b5 in the initial report is being corrected. Not olympus medical systems corp. (Omsc) but olympus medical systems india private limited (omsi) confirmed device damages. The subject device was not returned to omsc for evaluation. Narrative: omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the past similar cases, omsc surmised that the reported phenomenon was attributed to insufficient reprocessing of the user.

Manufacturer narrative:
The inspection of the device by the service department of omsc also confirmed the followings; leakage from the bending section was confirmed. The angular range of the bending section was insufficient. There was play in the angle knob. There was a cut on the switch on the control body. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus medical systems (B)(4) found that foreign matter had adhered around the forceps elevator during incoming inspection of the device for repair. There was no report of patient injury associated with this event.